Event description:
Foreign material discovered inside of a sterile stockinette pack while pack was in channel of distribution. Foreign material: appears to be a clump of lint approximately 15 mm x 10 mm. Spd (sterile processing department) technician discovered problem and removed product from distribution. Jpg photo can be forwarded. (Please advise reporter of e-mail address; jpg will be sent out.)no patient adverse event arose since problem was discovered prior to any patient contact.======================manufacturer response for sterile stockinette, medichoice latex free stockinette (per site reporter).======================no response as of this time. Sent e-mail to sales rep.